Event description:
It was reported to boston scientific corporation that a radial jaw4 biopsy forceps was used during a colonoscopy procedure performed on an unknown date. On (B)(6) 2022, the patient was sent for a repeat colonoscopy where severe trauma at biopsy sites were noted that resulted in delayed bleeding. Clips were placed to control the bleeding. The patient fully recovered after the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0506 captures the reportable issue of hemorrhage/bleeding, which requires repeat colonoscopy. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw4 biopsy forceps was used during a colonoscopy procedure performed on an unknown date. On (B)(6) 2022, the patient was sent for a repeat colonoscopy where severe trauma at biopsy sites were noted that resulted in delayed bleeding. Clips were placed to control the bleeding. The patient fully recovered after the procedure.